Manufacturer narrative:
(B)(4). The device was not available for evaluation; however, the customer provided a photograph of the device. A photographic inspection identified that the tubing was separated from the stressmember. The cause of the separation could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during filling a large volume infusor with the solution, the administration tube set got separated from the device. There was no patient involvement. No additional information is available.